Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was often unable to authenticate due to a communication issue with the server. A technical support specialist rebounded the certificates related to pyxis authentication to resolve the issue. A technical support specialist noticed some extra icons at the medstations pertaining to "patient data may not be current." Which was due to no incoming messages to the es pyxis server as they had not received any messages. A technical support specialist restarted the server and the station was connected to the server, but the customer stated that the station was still showing offline. A technical support specialist informed that the customer had opened another case (B)(4) for a device in disconnect mode and the integration engineer edited the memory allocation and set the memory allocation to 16 gigabytes. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system was not communicating and kept getting in disconnected mode. The customer stated that there was a delay when users tried to log in and kept spinning. There were no adverse events or injuries reported based on this event.